Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item # us157852, m2a-magnum pf cup 52odx46id, lot # 328990; item # 11-104109, mlry-hd por fmrl 9x150mm, lot # 231220; item # 139256, m2a-magnum 42-50 tpr insrt std, lot # 877450. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown cup, unknown. Unknown, unknown liner, unknown. Unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11165, 0001825034 - 2017 - 11166, 0001825034 - 2017 - 11167. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported that the patient was revised approximately fifteen years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable.